Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 to (B)(6) 2020 and also (B)(6) 2020 to (B)(6) 2020. The customer¿s blood glucose level was 17 mmol/l and 33.3 mmol/l at the time of hospitalization. Customer reported that the insulin pump not working. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer had symptoms as nausea headache. Based on customer¿s report customer did not allege under delivery. Customer reported that the insulin pump had insulin flow block. Customer was treated with intravenous insulin drip and manual injection. The insulin pump will be returned for analysis.